Manufacturer narrative:
This is one of two devices associated with the patient's implant experience. Refer to the medical device report for the ventricular tachycardia event involving the impella cp device serial number (B)(6)_date of event 29-jun-2025 with patient identifier ending in 3790. The impella 5.5 device was not received from the customer; report indicates the device was discarded. Therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.

Event description:
The complainant reported the insertion of impella 5.5 device to a patient undergoing a high-risk percutaneous coronary intervention (pci) was unsuccessful. The device was unable to pass through the axillary artery, proceed down to the left ventricle after attempts and different techniques. Consequently, the impella 5.5 implant was aborted, and the physician attempt with an impella cp which was successfully placed. After successful insertion of the impella cp, the physician proceeded with pci of the left main internal mammary artery to the left anterior descending artery with percutaneous coronary angioplasty and stents (x2) placement. The patient was transferred to the unit noted to be in stable condition. However, two days later, the patient experienced a ventricular tachycardia event that resolved. The patient would eventually expire three days later; care was withdrawn.

Manufacturer narrative:
The investigation of delivery issues has been completed. The impella device was not returned for evaluation. The root cause of delivery issue was most likely patient condition since pt¿s anatomy would not allow impella to proceed down to the left ventricle.